Event description:
While performing an investigation on a customer's freestyle navigator cgms, a crack was observed near the battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned. The transmitter has been sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
Pt is reportedly experiencing lack of benefit. Programming adjustments were made; however, the issue was not resolved. Testing showed that pt's device is functioning. Revision surgery is being considered.

Manufacturer narrative:
(B) (4). Investigation was performed and on the returned product. Visual inspection on the transmitter indentified a crack/fracture on the plastic housing near the battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie: leak rate) of the sealed unit. The returned transmitter failed the leak test. Remedial action 2954323-04/14/2009-002-c was reported to (B) (4) office on 14 apr 2009.